Event description:
Caller reported an error with the continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to perform a pump reset, which resolved the error, allowing the customer to successfully start their sensor session.